Event description:
It was reported the pt experienced headache, and nausea. The headaches would get better when the pt would arch her back and with proper posture. The morphine had been helping with her "normal pain." A "tender spot" at the lower back, near the pump, was also reported. No dye study had been done. A blood patch had been discussed to "help at the site of the catheter along the spine." A week later, the pt continued to experience headache and nausea. The pt had been admitted to the hospital. Per the reporter; "a dye study did not tell much." Additional information received from the hcp indicated the event was attributed to the catheter. A revision of the catheter was done. The drug used in the pump was morphine sulfate 10 mg/ml at 5 mg/day. The pt also experienced a csf leak. The pt's outcome was reported as "no injury."